Event description:
It was reported that the balloon cracked circularly and a fragment of the balloon remained in the patient, and an additional device was required. This 3mm x 40mm x 146cm coyote es balloon was selected for use during a superficial femoral artery (sfa) recanalization procedure. During the procedure, a non-boston scientific guidewire was used with the coyote balloon to dilate the most distal part of the mildly tortuous, moderately/severely calcified sfa lesion. During the second dilatation with the same coyote balloon in the proximal part of the lesion, the device cracked circularly. Removal difficulty was reported, and it was noted that the shaft had broken on the wire and remained on the wire. The most distal part and the marker came loose and passed into a collateral vessel. No attempts were made to remove the balloon fragment as it was not possible to remove it. The remainder of the balloon was removed, and the procedure was completed with an eluvia stent in the sfa with good results. There were no patient complications as a result of this event. It was further reported that the stent was placed due to the balloon issues. There were no inflation or balloon issues noted prior to the issue. After the stent was placed, post-dilation was performed with a new balloon without any further issues.

Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, this coyote es balloon catheter was returned with an unknown 0.014 in. Guidewire. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed a separation to the balloon at 148.7cm from the hub. The guidewire lumen was separated 5mm from the exit notch, and there was a part of the guidewire lumen stuck on the returned guidewire measuring approximately 38.8cm long and was stretched. Microscopic examination revealed no additional damages. The distal guidewire lumen, distal balloon, marker band, and tip were all missing. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported damage.

Event description:
It was reported that the balloon cracked circularly and a fragment of the balloon remained in the patient, and an additional device was required. This 3mm x 40mm x 146cm coyote es balloon was selected for use during a superficial femoral artery (sfa) recanalization procedure. During the procedure, a non-boston scientific guidewire was used with the coyote balloon to dilate the most distal part of the mildly tortuous, moderately/severely calcified sfa lesion. During the second dilatation with the same coyote balloon in the proximal part of the lesion, the device cracked circularly. Removal difficulty was reported, and it was noted that the shaft had broken on the wire and remained on the wire. The most distal part and the marker came loose and passed into a collateral vessel. No attempts were made to remove the balloon fragment as it was not possible to remove it. The remainder of the balloon was removed, and the procedure was completed with an eluvia stent in the sfa with good results. There were no patient complications as a result of this event. It was further reported that the stent was placed due to the balloon issues. There were no inflation or balloon issues noted prior to the issue. After the stent was placed, post-dilation was performed with a new balloon without any further issues.